Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was over delivering tidal volume during a case. There was no report of patient injury.

Manufacturer narrative:
Additional information was received that the unit was not over delivering tidal volume. The event was a monitoring failure to display the correct tidal volume. This would not result in overdelivery of tidal volume. Therefore, the initial MDR was not reportable.